Event description:
Caller indicated the relion confirm meter was giving high readings. Caller stated on (B)(6) 2014 the meter gave her a 'normal' reading when she was actually really low and she had to go to the hospital. After they brought her sugar back up to 236 according to the hospital reading she took a test on the confirm and got 312. She did not think anything was wrong until she took a reading later that night while at work and got 44 and that is when she knew the meter was not reading accurately. No troubleshooting was done so unsure if caller is using product as intended. Replacing product. Several attempts were made to contact customer to gather details of incident but unable to reach customer.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.